Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead triggered alerts for undefined high pacing impedance and noise oversensing. In addition, a lead integrity alert (lia) triggered for sensing integrity counter (sic) and high rate non-sustained episodes. High voltage therapies were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.